Manufacturer narrative:
H.6. Investigation: one primary set, model 2420-0500, lot 20053178 was received by the customer for investigation. Upon visual inspection, it could be observed that tubing was disconnected from the slide clamp. No other defects were observed. The customer's complaint of tubing disconnecting was verified. A device history record review for model 2420-0500, lot number 20053178 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Visual inspection under magnification was performed on the tubing. It could be identified that the solvent had not been applied to the tubing during the assembly process. Dimensional measurement confirmed the tubing to be within specification. H3 other text : see h.10.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing was damaged and medication leaked. The following information was provided by the initial reporter: event 1: material no: 2420-0500, batch no: 200553178. It was reported that propofol was appropriately set up, primed, and placed into the alaris pump, and the rn noticed medication dripping on the floor and discovered that the tubing had been severed. Event description per email states: I am a newly appointed manager on our supply chain. Part of my team¿s responsibility to is to follow up with product representatives on product issues and malfunctions. I wanted to alert you to an issue we have had today regarding IV tubing. We have had multiple incidents today of tubing that was either breaking at the blue clip junction, where the IV tubing is placed into our IV pump, or severing completely at a patient port junction. This occurred with two separate lot #s in multiple areas of our main campus. Our risk management team and quality team have deemed these items unusable at this time, as they are posing the potential for patient harm. Currently we have 6 pallets of product that are deemed unusable. Customer response 25-sep-2020: this occurred in two separate situations. The first a patient was needing to be intubated, propofol was appropriately set up and primed and placed into the alaris pump. The door was closed and the rn noticed medication dripping on the floor. She opened the door and the tubing had been severed. This occurred on (B)(6).

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing was damaged and medication leaked. The following information was provided by the initial reporter: event 1: material no: 2420-0500, batch no: 200553178. It was reported that propofol was appropriately set up, primed, and placed into the alaris pump, and the rn noticed medication dripping on the floor and discovered that the tubing had been severed. Event description per email states: I am a newly appointed manager on our supply chain. Part of my team¿s responsibility to is to follow up with product representatives on product issues and malfunctions. I wanted to alert you to an issue we have had today regarding IV tubing. We have had multiple incidents today of tubing that was either breaking at the blue clip junction, where the IV tubing is placed into our IV pump, or severing completely at a patient port junction. This occurred with two separate lot #s in multiple areas of our main campus. Our risk management team and quality team have deemed these items unusable at this time, as they are posing the potential for patient harm. Currently we have 6 pallets of product that are deemed unusable. Customer response 25-sep-2020: this occurred in two separate situations. The first a patient was needing to be intubated, propofol was appropriately set up and primed and placed into the alaris pump. The door was closed and the rn noticed medication dripping on the floor. She opened the door and the tubing had been severed. This occurred on 9/18.